Manufacturer narrative:
This is the same event as 3010536692-2015-00578.

Event description:
Allegedly, patient suffering from mom complications; injury to bone, muscles, tendons, nerves and other body tissues of the hip pelvis and left hip. Elevated chromium and cobalt.